Event description:
It was reported that the tubing came loose from the flush port of a femoral artery flush line. The nurse attempted to re-attach the tubing without success. The arterial sheath was removed and the pt had a cbc (complete blood count) ordered. Antibiotic was administered as a precaution. There was no reported harm or injury to the pt. The suspect device is a purchased component included in the merit custom kit.

Manufacturer narrative:
Conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.